Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: it was reported that upon instrument separation post-op attachment rails on underside of instrument fragmented off. There was no patient involvement and no delay. Fragments disposed of by facility per their protocol. Remaining portion to be returned. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device revealed that the offset taper adapter trial had a small fragment broken off from the base. Fragment was not returned for evaluation. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces during the assembling or disassembling process of the offset taper adapter trial. Inhance¿ shoulder system anatomic surgical technique (103832905 rev b) page 15 and 18, emphasizes the correct assembly and disassembly process. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the offset taper adapter trial would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Added: d9. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon instrument separation post-op attachment rails on underside of instrument fragmented off. There was no delay. Fragments disposed of by facility per their protocol. Remaining portion to be returned.